Manufacturer narrative:
(B)(4). Journal article reference: kim, b-k et al. Clinical impact of intravascular ultrasound¿guided chronictotal occlusion intervention with zotarolimus-eluting versus biolimus-eluting stent implantation: randomized study. Circ cardiovasc interv. 2015;8:e002592. Doi:10.1161/circinterventions.115.002592. Date of event = date journal article was accepted.

Event description:
Patient was enrolled in a comparison study between ivus-guided group and the angio-guided group. During the index procedure the patient had one resolute integrity drug eluting stent implanted in the lcx. Approx 10 days post index procedure, the patient suffered an mi and definite stent thrombosis. The patient visited the ER presenting with chest pain after discharge, ECG change and cardiac enzyme elevation. A coronary angiogram was performed. Flow was slow and a filling defect suggestive of thrombi and dissection of the distal stent edge were noted. The procedure was stopped because of small vessel size.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.